Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening and an opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare profession reporting right side rupture confirmed via ultrasound and capsular contracture baker grade ii. Healthcare professional has further confirmed rupture on explant. Device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare profession reported right side rupture confirmed via ultrasound and capsular contracture baker grade ii. Device remains implanted.